Event description:
It was reported that the patient was admitted to the emergency room (ER) on (B)(6) 2024 for fluid overload and then discharged home on (B)(6) 2024. While the patient was walking up the stairs at home, they fell backwards and hit their head. The patient was then readmitted to the hospital for a neurology consultation. The fall was reported to not be device related and was mechanical in nature. The computerized tomography (CT) scan displayed a subarachnoid hemorrhage. Due to the hemorrhage, the patient's warfarin was held with plans to resume on (B)(6) 2024. While in the hospital, the patient experienced several low voltage alarms that were positional and thought to have been caused by an exposed wire. A system controller exchange was performed. The low voltage alarms resolved when the system controller was exchanged. The patient was deemed stable for discharge on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm the reported low voltage alarms. No log files were submitted, and the controller would not be returning for further investigation. It was reported that several low voltage alarms triggered while the patient was in the hospital. From the information provided, the patient¿s controller was exchanged which resolved the occurrence of low voltage alarms and there was no adverse impact to the patient. A root cause for the reported event could not be determined through this analysis. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 21oct2021. The heartmate 3 patient handbook, rev. D - section 5 ¿alarms and troubleshooting¿, covers all alarms (visual and audible) that are associated with the system controller, including low voltage, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook, rev. D - section 6 ¿caring for the equipment¿, describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.